Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the issue was "intermittent low vacuum alarm". To resolve this issue, the stm replaced the drive manifold. The stm also observed "autofill error 14" and replaced the volume cylinder and the fill manifold to resolve this issue. The stm then completed full calibration, functional testing and safety check to factory specifications, and the iabp passed all tests per factory specifications and was subsequently returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a "leak in the system" malfunction. The patient was switched to a different iabp to continue therapy. No patient harm or injury was reported.